Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that she had noticed that the insulin pump delivered a fixed prime of 1.2 units that she did not programmed. Nothing further was reported.